Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 2oct2018. The product support engineer (pse) troubleshot this issue with the customer over the phone. Therefore, the reported condition cannot be verified. The pse suggested swapping in another battery to verify the power management (pm) printed circuit board (pcb) function. Part number for the battery was provided and discussed the 5 year replacement interval. The customer reported that the battery was replaced and the issue was resolved. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the ventilator had a battery failure. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.